Event description:
It was reported the pt (B)(6) is not receiving effective stimulation. Reprogramming was unable to resolve the issue. X-rays showed the pt's lamitrode s8 lead has migrated. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.